Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure to treat paroxysmal atrial fibrillation, an intellanav stablepoint catheter was selected for use. During preparation an attempt was made to connect the irrigation to the catheter, but the plastic part on the catheter's side was detached, and it was not possible to irrigate the catheter. As a result, the catheter was replaced, and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.